Manufacturer narrative:
Outcomes attributed to adverse event: suicidal concomitant medical products and therapy dates: product ID: 37651, serial# (B)(4). Product type: recharger. (B)(4). Report source country: (B)(4).

Event description:
It was reported the depression patient experienced a sudden loss of stimulation and was ¿feeling low and depressed.¿ the patient was also reportedly ¿feeling suicidal¿ at the time of the incident. The patient¿s implantable neurostimulator (ins) battery was low at the time of report. The patient¿s recharger was not charging the ins at that time. The recharger was replaced as a result of the event and this reportedly resolved the issue. There were ¿no issues¿ after the replacement of the recharger. The patient was alive with no injury and no indication of patient harm at the time of report. A supplemental report will be filed if additional information is received.